Manufacturer narrative:
Follow up #1 submitted: 07/01/2013 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no record of ¿load step malfunction¿. There was no activity outside of normal use noted. On investigation, the pump powered on normally and correctly performed an ez-prime function without a load step malfunction occurring. The force sensor was found to be within specification. The pump was opened for investigation and revealed no defect, damage or contamination of the pump¿s interior components. Investigation was unable to confirm or duplicate the complaint.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a load step malfunction issue. The pump reportedly emitted frequent 'loss of prime' warnings. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).